Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(4). Batch: 7070984.

Event description:
It was reported that the patient had a spinal cord stimulator (scs) system explant due to infection. It was noted that the ipg pocket site was oozing. The patient was doing well postoperatively and was placed on intravenous antibiotics. The explanted devices will not be returned.